Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the ventilator was automatically powering on and was unable to be turned off. The device was not in patient use. The customer sent the device to a third party service center for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.